Manufacturer narrative:
Problem code (B)(4). Investigation results the returned flexiva 200 laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured 314.3 cm from the end of the connector to the end of the exposed glass tip. The exposed glass tip measured 4 mm and appeared in good condition with no signs of degradation or fracture. No light from the sma connector was observed, indicating a fiber connector fracture. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device revealed no light from the sma connector, indicating a fracture within the connector. Additionally, the fiber tip was observed to be in good condition. It is likely that procedural handling of the device during set-up or use contributed to the fiber body break and fiber break within the connector. A broken fiber within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Based on all available information the most probable cause is adverse event related to procedure, indicating that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a flexiva 200 laser fiber was used in a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the laser fiber did not work. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. This event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the connector. Please see block h10 for full investigation details.